Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(4) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter stated that the patient had a blood glucose (bg) of 300-350mg/dl with polyuria, polydypsia, and nausea. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and there was battery compartment damage. This report is being made due to the bg excursion the patient experienced due to a casing/condition issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/14/2016 with the following findings: the battery compartment is cracked on the side from threads to cover and below the bumper pad. Corrosion was observed inside battery compartment. Returned battery cap and returned cartridge cap have no damage and are able to attach to the pump. The last bolus delivery and the last basal delivery were on (B)(6) 2016. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The leak test fails due to battery compartment and cracked cartridge compartment. Removed pump cover; no further evidence of internal moisture damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.